Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to splenic artery during thoracoscopy with pulmonary biopsy, the jaws of the reload would not close. Another reload was used to complete the case.